Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nx055z - as vega ps tibial plateau cemented t3. Specifically, it was reported that due to a malfunction of a component of the knee implant system, postoperative revision surgery may be required; however, no revision surgery has been scheduled to date. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx013z (9610612-2026-00112; aesculap ag ref. No. (B)(4) nx055z ; aesculap ag ref. (B)(4). Involved components: nx060z - as tibia extension stem 10x52mm cemented (aesculap ag ref. No. (B)(4) nx130 - vega ps gliding surface t3/3+ 10mm (aesculap ag ref. No. (B)(4).